Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that there was heat over/around the implantable neurostimulator (ins). Factors that may have led or contributed to the issue was nothing. Diagnostics/troubleshooting included the patient describing a red ring around the ins and heat on the skin. They said that stimulation was off and start sequentially. Interventions/actions taken reported an interrogation of the ins with the clinician programmer where no anomalies were found, impedances were okay, and stimulation as usual. The issue was resolved. No surgical intervention occurred or was planned.